Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the report of fiber break was confirmed as functional testing showed a break in the fiber body between the control knob and distal tip. Review of the device history record confirmed that the fiber met specification prior to release. It is probable that observed fiber body break occurred due to excessive manipulation while advancing the fiber down the scope. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), do not press the fiber end intro the tissue, which will create stress between the fiber and the edge of the cystoscope. Do not bend the fiber at sharp angles. Damage may occur to the fiber. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the device did not identify any signs of detritus adhesion or devitrification. The fiber did not have signs of usage. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted identified a break as the aiming beam appeared on the fiber body between the control knob and distal tip. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not press retract, dissect, or probe tissue with the tip of the fiber. Do not press the fiber end intro the tissue, which will create stress between the fiber and the edge of the cystoscope. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: the observed condition of the fiber was likely caused while advancing the fiber down the scope. Excessive manipulation and rough technique while advancing the fiber can lead to the fiber body break. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that after connecting the fiber to the laser to treat the benign prostatic hyperplasia, the physician noticed that the aiming beam was not very bright inside the patient. The fiber was removed and it was noted that there was a red dot located where the physician was holding the fiber. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that after connecting the fiber to the laser to treat the benign prostatic hyperplasia, the physician noticed that the aiming beam was not very bright inside the patient. The fiber was removed and it was noted that there was a red dot located where the physician was holding the fiber. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that after connecting the fiber to the laser to treat the benign prostatic hyperplasia, the physician noticed that the aiming beam was not very bright inside the patient. The fiber was removed and it was noted that there was a red dot located where the physician was holding the fiber. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction to field: d4. Lot number.